Event description:
In 2008, a gore propaten vascular graft was implanted in a female IV drug abuser patient in the left lower limb position. The graft had bypassed a pseudoaneurysm for limb threatening ischemia. The graft became infected and was excised on approx two and a half months later.